Manufacturer narrative:
The event occurred in foreign country. This medwatch report is for the suspect device used in system 1 (lot number 450558, expiration date 05/31/2009).

Event description:
Customer reportedly received results of 311 mg/dl and 300 mg/dl on advantage system 1 and 134 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.